Event description:
It was reported that during an appendectomy procedure, on the 2nd firing the staples malfunctioned at the base of the cecum. A second device was used more proximal to complete procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Eval: damaged spring cartridge lockout tab, damaged firing trigger teeth. The following information was requested, but unavailable: please explain what is meant by, ¿staples malfunctioned?¿ were the staples malformed? Were there staples missing from the staple line? Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).